Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('she was told that there was a coil in her uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus') and device expulsion ('she was told that there was a coil in her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pruritus ("I had reactions such as itching over my whole body"), genital haemorrhage ("bleeding") and pain in extremity ("pain in my left leg"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pruritus, genital haemorrhage and pain in extremity outcome was unknown. The reporter considered device expulsion, embedded device, genital haemorrhage, pain in extremity and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-dec-2019: quality safety evaluation of ptc(product technical complaint). On 19-dec-2019: social media received :- new event added bleeding, pain in left leg, body itching, embedded device. 2nd &3rd follow process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('she was told that there was a coil in her uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.